Manufacturer narrative:
(B)(4). Based on the information provided, there was a steady flow of blood leaking from the valve while the valve was in the closed position. Approximately 100cc of blood was lost. No transfusion was required. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The instructions for use contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states, "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." The work order was reviewed, and nothing of note was observed. The returned device was evaluated by quality engineering on august 11, 2014. Upon receipt, the iris valve was not completely functional. There were two tears in the webbing. The valve did not leak without a dilator in place. A dilator was then inserted through the valve; during this step, the iris valve was dislodged through the discs. There was no leakage observed with a dilator through the valve. The valve was then disassembled. The iris valve appeared to be plastically deformed. Based on evaluation on evaluation of the returned product, it is likely that the iris valve was dislodged resulting in leakage. A CAPA has previously been implemented to address valve leakage. This device was manufactured prior to implementation of the CAPA. The risk was assessed using quality engineering risk assessment. The risk remains acceptable with inclusion of this event. No additional risk reduction activities are required at this time. The appropriate internal personnel have been notified. We will continue to monitor for similar events.

Event description:
A (B)(6) male patient underwent evar. The sheath had a steady flow of blood leaking from the valve while the valve was in the closed position. Approximately 100cc of blood loss occurred. The patient did not require a transfusion. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.